Event description:
During a dependent isthmic atrial flutter procedure, an atrioventricular block occurred. Radiofrequency was applied to the isthmus region without interruption of the tachycardia. Fragmented mid-diastolic potential was identified in the septal region. A new radiofrequency application was performed at the site, causing atrioventricular block. A temporary pacemaker was implanted. Electrical cardioversion was successfully performed, but the atrioventricular block was maintained. The patient remained hemodynamically stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.